Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12148. The patient reported, following implant surgery, the left side of her stomach was swollen and she had vomiting, nausea and abdominal cramping. Reportedly the implant physician thought these symptoms were due to the pain medication. The patient also reported tenderness and redness at the ipg implant site. Patient went to a different physician who prescribed two different oral antibiotics due to an elevated white blood cell count. It was also reported the patient was unable to feel stimulation using any of the three programs at maximum amplitude. Reportedly the sjm cs has reprogrammed the system and the patient is getting satisfactory pain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.